Event description:
It was reported that after the intraocular lens (iol) was fully inserted in the patient's left eye, the patient experienced "other" visual disturbances which was observed during a post-operative examination. The symptoms persisted for the amount of time between surgeries. The iol was explanted. The incision was enlarged. No sutures or vitrectomy was required. No medication was prescribed. Directions for use were followed. No further information is available.

Manufacturer narrative:
Date of event: unknown/not provided. But the best estimate date is between (B)(6) 2022 and (B)(6) 2022. There is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes , section d9: date returned to manufacturer: feb 28, 2023, section h3: evaluated by manufacturer: yes . Device evaluation: the product was returned to the manufacturing site for evaluation. The suspect iol was cleaned and visual inspection under magnification found scratches on the lens optic. No issues that could cause or contribute to the complaint event were observed. Based on the returned condition of the lens, no further evaluation was performed. The complaint issues were not confirmed. The other observed issue found during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.